Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening on the valve bond edge. A leak test and microscopic analysis were performed which identified a sharp opening on the valve bond edge, partial delamination of the valve, and an observed void 1 mm in the non-textured, valve-to-shell bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge assessed as an unidentified tear opening and partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.